Event description:
After deployment of a coronary stent, the balloon catheter was exchanged. At that time it was discovered that the distal tip of the guiding wire had separated from the wire and a perforation of the vessel occurred. The pt went to surgery to repair the perforation and remove the tip of the wire. Pt status is listed as "ok."